Manufacturer narrative:
The customer care team have provided troubleshooting advise to the customer to help with suction. The device does appear to be functioning as intended. As yet, the customer has not responded to confirm if the troubleshooting has worked. The device remains in use with the customer. If any additional information is found to support the investigation, a follow up report will be sent.

Event description:
Customer reported on 12th december from spain that the elvie stride had left the customers nipples sore. The customer was prescibed antibotics to prevent any infection due to the damaged nipple.